Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to impedances. Reprogramming has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 to replace the leads. Therapy was restored post-operatively.

Manufacturer narrative:
The report of an ¿auto-reducing¿ was confirmed. Analysis of lead b found a kink on the outer tubing where all internal wires were broken. The root cause of the fractures are unknown as the patient did not report any trauma, falls or accidents prior to the reported event.